Event description:
It was reported that the right ventricular lead had an insulation break and an outer conductor fracture, and that bipolar impedances had been high and thresholds had increased. It was also reported that the lead was unipolarized. The lead was capped and abandoned and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.